Event description:
During the index procedure an everflex entrust was used to treat the superficial femoral proximal, superficial femoral middle. Approximately 11 months post procedure patient suffered occlusion of the total superficial femoral artery (including the stent in the proximal superficial femoral artery) on the left side. Pain in the left leg (in the calf) after 100 meters. Patient had to stop walking because of this pain. Duplex showed an occlusion of the total superficial femoral artery (including the stent in the proximal superficial femoral artery) on the left side. This occlusion was also seen on a computed tomographic angiography scan. Percutaneous transluminal angioplasty and stent placement was performed with good angiographic results. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.